Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on date via medwatch # 5094785. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had air bubbles in the tubing. The following information was provided by the initial reporter: "tpn tubing bypassing filter causing air bubbles in tubing. Multiple tpn tubings having same issue with different lot numbers."

Manufacturer narrative:
H6: investigation summary: the customer's report of an air bubble was found in the tubing was not confirmed based on the two customer provided sample. The root cause could not be determined because the issue could not be replicated. A device history record review for model 10010454 lot number 19126030 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had air bubbles in the tubing. The following information was provided by the initial reporter: "tpn tubing bypassing filter causing air bubbles in tubing. Multiple tpn tubings having same issue with different lot numbers."